Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, a non-olympus lamp life meter reading at 300+hours was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. According to the service manual, a b30 error indicates a scope communication error, and it is a message that is displayed when the device fails to load scope ID data to hardware (registry error occurs). It mainly occurs when foreign material or moisture adheres to the electrical contacts. Olympus will continue to monitor field performance for this device.